Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31437554l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation with a qdot micro¿ catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. When the pvi was completed and induced, at (atrial tachycardia on the roof/mitral isthmus) was confirmed, and additional ablation was performed on the roofline. Immediately after the additional ablation on the mi (mitral isthmus) line, there was a decrease in blood pressure. Pericardial effusion was confirmed and as blood accumulation was observed. Cardiac tamponade was found and it was decided to perform a puncture. Patient required surgery. There was a perforation between left atrial appendage and mitral valve. Patient required extended hospitalization. The physician said that there were no problems with the product when it was used. No error messages observed on biosense webster equipment during the procedure. No steam pop was evident. Relevant past medical history includes: ruptured abdominal aortic aneurysm (2010), chronic pulmonary emphysema.